Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros bhcg result was obtained from a patient sample when tested using a vitros 5600 integrated system. An assignable cause of the event was improper sr pack handling. The customer removed sr fluid from sr packs with low volume using a plastic pipette and adding the contents to another sr pack with low volume to make an sr pack with sufficient volume of sr fluid for reuse. The vitros sr instructions for use (IFU) states the following: reagent storage, preparation and handling store vitros signal reagent packs at 2-8 degrees celsius (36-46 degrees fahrenheit) in the box, protected from light, until required. Do not freeze. The vitros signal reagent pack is supplied ready for use. Use within 7 days of loading onto your system; do not use beyond the expiration date. Load vitros signal reagent pack onto your system for a minimum of 45 minutes before the pack is rotated into the in use position. Do not reload used vitros signal reagent packs. Verify that vitros signal reagent packs are new and have never been used before loading them onto your system. (A vitros signal reagent pack can only be unloaded and stored for future use if the pack has never been used, pierced, or placed in the in-use position on the vitros signal reagent carousel.) Acceptable performance was obtained when a new, previously unopened vitros sr pack was used.

Event description:
A quidelortho (qo) field application specialist (fas) contacted the qo technical solutions center (tsc) on behalf of a customer to report a non-reproducible, higher than expected result obtained from a single patient sample using vitros immunodiagnostics product total b-hcg ii (bhcg) reagent tested on a vitros 5600 integrated system. Patient sample result of 18 miu/l versus the expected result of 3.6 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros bhcg result was not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4)and reportability assessment (B)(4).